Event description:
A 19mm 10 deg smart toe implanted in (B)(6) 2012 has broken at some stage in the following 6 months. The product is still implanted in the patient and will not be removed.

Event description:
A 19mm 10 deg smart toe implanted in (B)(6) 2012 has broken at some stage in the following 6 months. The product is still implanted in the patient and will not be removed.

Manufacturer narrative:
Device remains implanted. If the device or additional information becomes available it will be reported on a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported incident could be confirmed, since the provided x-rays show a broken device. A review of the labeling did not indicate any abnormalities. A review of the device history did not indicate any abnormalities. No corrective actions are required at this time. Therefore any material, manufacturing or design related problems could be excluded. A review of the provided information doesn't show if the patient used an offloading shoe after the surgery. The only post operative procedure filled by the surgeon shows oral medication and painkillers. Moreover, x-rays were provided. (B)(6) project manager stated that "we can see that the two phalanges are not connected, so no bone fusion occurred, but we cannot answer if the two bone fragments were compressed or not without immediate post op x-rays." Based on the investigation, this case could be classified as user related. Please note that the current op tech reads: postoperative care, smart toe implants are not intended for immediate postoperative weight bearing. Be sure that the postoperative loading of the internal fixation is reduced to a minimum (e.g. With application of a forefoot offloading shoe) until bone consolidation is confirmed by follow up x-ray examination (normally after 4-6 weeks). Please note that more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event.